Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: screening device. Product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 07-may-2025, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(4), ubd: 07-may-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported she had a lot of pain in the back and left hip that wasn¿t present before trial was done. No contributing factors were known. The patient indicated that they left simulation on most of the time, but the pain in their left hip and back were different from their chronic pain. The physician decided to remove both trial leads. After the patient had leads removed and had sat in the office for probably 10 minutes some of the pain started to go away and she was feeling better.